Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2019 the following findings: during investigation, there were no unexplained power interruptions observed in the black box download, but pump information from date of pi has been overwritten. There was no damage found to battery cap. Battery cap attaches securely to pump. Pump exercised 12 hours with no power issues or alarms occurring. Pump opened, and no damage or moisture found to power circuit. Unrelated to the original complaint, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.